Event description:
The customer called to report an alarm during the manual prime. The customer then stated that she was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 567 mg/dl. The customer stated that she woke up with high blood glucose levels that day, and they never came back down. Unable to troubleshoot the insulin pump due to the alarms. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to a loose motor support disk.